Manufacturer narrative:
The reported product was not manufactured by zimmer (B)(4). Therefore this case will be invalidated. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that 13 patients received an unknown zimtron head . According to the article, in one of experienced a deep infection. The patient is currently being monitored. Details of patients and implant date are unknown.